Event description:
Drive medical has rec'd a customer complaint about an incident involving a rollator imported and distributed by drive medical. It was alleged that the right side brake of the rollator failed causing the end user to fall and break her right ankle. This MDR report is based on the info provided by our customer and the pharmacy who sold the product to the end user.